Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that in roughly 2017 or 2018 they were going to do a battery replacement, but they had gotten an infection so they removed the ins and just never replaced it. Caller states the lead remained in their body. Caller states there was nothing wrong with the ins at the time.